Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and heavy menstrual bleeding ('menorrhagia (heavy menstrual bleeding) / abnormal bleeding(menorrhagia)') in a 24-year-old female patient who had essure (batch no. D13379) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo an essure confirmation test". The patient's medical history included body mass index normal. Current weight 153 lbs. Concurrent conditions included nickel sensitivity, thyroid disorder, enlarged thyroid, muscle weakness, liver disorder and fibroids. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2015 to (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). On (B)(6) 2015, the patient experienced heavy menstrual bleeding (seriousness criterion medically significant) and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 2 months after insertion of essure. In (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy"), fatigue ("fatigue"), pruritus ("I have had multiple visit to the ER over the year due to itching") and swelling ("I have had multiple visit to the ER over the year due to swelling"). In (B)(6) 2016, the patient experienced alopecia ("hair loss"). In (B)(6) 2016, the patient was found to have weight increased ("weight gain"). In (B)(6) 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2017, the patient experienced tooth fracture ("dental problems: teeth breaking for no reason"). In (B)(6) 2018, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2018, the patient experienced palpitations ("blood/heart disorder/condition type: heart palpitations"), nausea ("nausea") and migraine ("migraines / headaches"). In (B)(6) 2019, the patient experienced bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), diarrhoea ("gastrointestinal or digestive system condition type: diarrhea") and constipation ("gastrointestinal or digestive system condition type:constipation"). In (B)(6) 2019, the patient experienced abdominal pain lower ("lower stomach pain") and back pain ("lower back pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), intermenstrual bleeding ("metorhagia (bleeding b/w periods)"), iron deficiency anaemia ("anemia"), cardiac disorder ("blood/heart disorder"), dermatitis allergic ("rash/skin condition"), psychological trauma ("psych injury"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), headache ("headaches"), nervous system disorder ("nuero condition/problem"), visual impairment ("vision problems") and urinary incontinence ("bladder incontinence") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with butalbital, iron and surgery (to remove surgery / bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, heavy menstrual bleeding, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, intermenstrual bleeding, iron deficiency anaemia, palpitations, cardiac disorder, dermatitis allergic, allergy to metals, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge, alopecia and urinary incontinence had resolved, the psychological trauma, diarrhoea, tooth fracture, hormone level abnormal, headache, nausea, nervous system disorder, visual impairment, weight increased, vaginal haemorrhage, female sexual dysfunction, constipation, migraine, pruritus, swelling, abdominal pain lower and back pain outcome was unknown and the fatigue was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, back pain, bladder disorder, cardiac disorder, constipation, cystitis, dermatitis allergic, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, heavy menstrual bleeding, hormone level abnormal, intermenstrual bleeding, iron deficiency anaemia, migraine, nausea, nervous system disorder, palpitations, pelvic pain, pruritus, psychological trauma, swelling, tooth fracture, urinary incontinence, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: patient received treatment for chronic pelvic pain, abdominal pain, dysmennorhea (cramping), dyspareunia (painful sexual intercourse ), menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), anemia, blood/heart disorder, general abnormal bleeding, rash/skin condition, allergy, psych injury, bladder problems, urinary problems, bladder infection, uti, vaginal infection and vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-may-2021: medical record received. Reporters information and medical history were added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding) / abnormal bleeding(menorrhagia)') in a 24-year-old female patient who had essure (batch no. D13379) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo an essure confirmation test". The patient's medical history included body mass index normal. Current weight 153 lbs. Concurrent conditions included nickel sensitivity, thyroid disorder, enlarged thyroid, muscle weakness and liver disorder. Concomitant products included medroxyprogesterone acetate (depo provera) from september 2015 to december 2015. On (B)(6) 2015, the patient had essure inserted. In december 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). On (B)(6) 2015, the patient experienced menorrhagia (seriousness criterion medically significant) and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 2 months after insertion of essure. In january 2016, the patient experienced allergy to metals ("nickel allergy"), fatigue ("fatigue"), pruritus ("I have had multiple visit to the ER over the year due to itching") and swelling ("I have had multiple visit to the ER over the year due to swelling"). In july 2016, the patient experienced alopecia ("hair loss"). In october 2016, the patient was found to have weight increased ("weight gain"). In june 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In september 2017, the patient experienced tooth fracture ("dental problems: teeth breaking for no reason"). In june 2018, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In november 2018, the patient experienced palpitations ("blood/heart disorder/condition type: heart palpitations"), nausea ("nausea") and migraine ("migraines / headaches"). In january 2019, the patient experienced bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), diarrhoea ("gastrointestinal or digestive system condition type: diarrhea") and constipation ("gastrointestinal or digestive system condition type:constipation"). In february 2019, the patient experienced abdominal pain lower ("lower stomach pain") and back pain ("lower back pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), iron deficiency anaemia ("anemia"), cardiac disorder ("blood/heart disorder"), dermatitis allergic ("rash/skin condition"), psychological trauma ("psych injury"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), headache ("headaches"), nervous system disorder ("nuero condition/problem"), visual impairment ("vision problems") and urinary incontinence ("bladder incontinence") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with butalbital, iron and surgery (to remove surgery / bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, iron deficiency anaemia, palpitations, cardiac disorder, dermatitis allergic, allergy to metals, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge, alopecia and urinary incontinence had resolved, the psychological trauma, diarrhoea, tooth fracture, hormone level abnormal, headache, nausea, nervous system disorder, visual impairment, weight increased, vaginal haemorrhage, female sexual dysfunction, constipation, migraine, pruritus, swelling, abdominal pain lower and back pain outcome was unknown and the fatigue was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, back pain, bladder disorder, cardiac disorder, constipation, cystitis, dermatitis allergic, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, iron deficiency anaemia, menorrhagia, metrorrhagia, migraine, nausea, nervous system disorder, palpitations, pelvic pain, pruritus, psychological trauma, swelling, tooth fracture, urinary incontinence, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: patient received treatment for chronic pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse ), menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), anemia, blood/heart disorder, general abnormal bleeding, rash/skin condition, allergy, psych injury, bladder problems, urinary problems, bladder infection, uti, vaginal infection and vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs was received. Lot number was added. New events abnormal bleeding (vaginal), apareunia, constipation, migraines / headaches, swelling, itching, lower stomach pain, lower back pain, bladder incontinence, device monitoring procedure not performed were added. Previously added blood or heart disorder/condition updated with heart palpitations, gastrointestinal condition updated with diarrhea, dental problems updated with teeth breaking. Concomitant conditions were added. Treatment drugs were added. Outcome was added. Event onset dates were added. Lawyer was added. Reporters were added. Patient demographic was added. A technical investigation will be conducted, including a batch review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding) / abnormal bleeding(menorrhagia)') in a 24-year-old female patient who had essure (batch no. D13379) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo an essure confirmation test". The patient's medical history included body mass index normal. Current weight 153 lbs. Concurrent conditions included nickel sensitivity, thyroid disorder, enlarged thyroid, muscle weakness and liver disorder. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2015 to (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). On (B)(6) 2015, the patient experienced menorrhagia (seriousness criterion medically significant) and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 2 months after insertion of essure. In (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy"), fatigue ("fatigue"), pruritus ("I have had multiple visit to the ER over the year due to itching") and swelling ("I have had multiple visit to the ER over the year due to swelling"). In (B)(6) 2016, the patient experienced alopecia ("hair loss"). In (B)(6) 2016, the patient was found to have weight increased ("weight gain"). In (B)(6) 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In september 2017, the patient experienced tooth fracture ("dental problems: teeth breaking for no reason"). In (B)(6) 2018, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2018, the patient experienced palpitations ("blood/heart disorder/condition type: heart palpitations"), nausea ("nausea") and migraine ("migraines / headaches"). In (B)(6) 2019, the patient experienced bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), diarrhoea ("gastrointestinal or digestive system condition type: diarrhea") and constipation ("gastrointestinal or digestive system condition type:constipation"). In (B)(6) 2019, the patient experienced abdominal pain lower ("lower stomach pain") and back pain ("lower back pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), iron deficiency anaemia ("anemia"), cardiac disorder ("blood/heart disorder"), dermatitis allergic ("rash/skin condition"), psychological trauma ("psych injury"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), headache ("headaches"), nervous system disorder ("nuero condition/problem"), visual impairment ("vision problems") and urinary incontinence ("bladder incontinence") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with butalbital, iron and surgery (to remove surgery / bilateral salpingectomy). Essure was removed on 4-jun-2019. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, metrorrhagia, iron deficiency anaemia, palpitations, cardiac disorder, dermatitis allergic, allergy to metals, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge, alopecia and urinary incontinence had resolved, the psychological trauma, diarrhoea, tooth fracture, hormone level abnormal, headache, nausea, nervous system disorder, visual impairment, weight increased, vaginal haemorrhage, female sexual dysfunction, constipation, migraine, pruritus, swelling, abdominal pain lower and back pain outcome was unknown and the fatigue was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, back pain, bladder disorder, cardiac disorder, constipation, cystitis, dermatitis allergic, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, iron deficiency anaemia, menorrhagia, metrorrhagia, migraine, nausea, nervous system disorder, palpitations, pelvic pain, pruritus, psychological trauma, swelling, tooth fracture, urinary incontinence, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: patient received treatment for chronic pelvic pain, abdominal pain, dysmennorhea (cramping), dyspareunia (painful sexual intercourse ), menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), anemia, blood/heart disorder, general abnormal bleeding, rash/skin condition, allergy, psych injury, bladder problems, urinary problems, bladder infection, uti, vaginal infection and vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-feb-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), genital haemorrhage ('general abnormal bleeding') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia (seriousness criterion medically significant), metrorrhagia ("metorhagia (bleeding b/w periods)"), iron deficiency anaemia ("anemia"), blood disorder ("blood/heart disorder"), cardiac disorder ("blood/heart disorder"), dermatitis allergic ("rash/skin condition"), allergy to metals ("nickel allergy"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headaches"), nausea ("nausea"), nervous system disorder ("nuero condition/problem") and visual impairment ("vision problems") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (to remove surgery). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, iron deficiency anaemia, blood disorder, cardiac disorder, dermatitis allergic, allergy to metals, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved and the psychological trauma, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, headache, nausea, nervous system disorder, visual impairment and weight increased outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, bladder disorder, blood disorder, cardiac disorder, cystitis, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, iron deficiency anaemia, menorrhagia, metrorrhagia, nausea, nervous system disorder, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: patient received treatment for chronic pelvic pain, abdominal pain, dysmennorhea (cramping), dyspareunia (painful sexual intercourse ), menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), anemia, blood/heart disorder, general abnormal bleeding, rash/skin condition, allergy, psych injury, bladder problems, urinary problems, bladder infection, uti, vaginal infection and vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received. Date of implant updated. Date of explant added. This case become incident. Event injury was update to chronic pelvic pain. Following events were added: general abnormal bleeding, abdominal pain, dysmennorhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), anemia, blood/heart disorder, rash/skin condition, nickel allergy, psych injury, bladder problems, urinary problems, bladder infection, uti, vaginal infection, vaginal discharge, fatigue, gi conditions ,hair loss, dental problems, hormonal changes, headaches, nausea, nuero condition/ problem, vision problems and weight gain. Reporter information was updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.